Event description:
Patient presented to the physician with a burning sensation at the chest incision site. Physician observed signs of infection, drained near the chest incision site, and prescribed oral antibiotics. Physician brought the patient into the operating room 4 days later and explanted the ipg and a portion of the sensing lead body. Physician flushed the ipg pocket with an antibiotic solution, capped the stimulation lead, and closed.